Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during an incoming inspection a zimmer biomet team member found a product where there was a scratch on the sterile package. There was no adverse events as a result of this malfunction as there was no patient involvement.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Report source : foreign - japan. Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the inner pouch confirms there are scuff marks on the pouch. The sterile barrier was still intact. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.